Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with infection. The patient had altered mental status, weakness and fever. Upon investigation it was noted that the patient had methicillin-resistant staphylococcus aureus bacteremia. The patient was admitted to the hospital on (B)(6) 2018. Source of infection was unknown. No vegetation and endocarditis was seen. The device and leads were removed due to infection on (B)(6) 2018. The patient was admitted in the hospital post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.